Event description:
Caller states, the bushings that connect the leg to the cross member are wearing and the base is becoming loose.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.